Manufacturer narrative:
H3. Analysis of the burr hole device (lot#: 082m01224a) determined that the burr hole device kit was packaged incorrectly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the operation, nurse was opening the reported burr hole device for surgeon, but defect was spotted. One of the screws was not attached to the burr hole base cap but free flowing in the package (which should be sit in the base holder normally). The no-screw side of the base holder is found lose and cannot re-hold the screw. Surgeon feels unsafe with using the defect consumable. The burr hole device was not implanted into patient, so no injury/discomfort. No external factors were reported to have caused the issue. Surgeon tried to reset the free-flowing screw into the base holder, but failed as the part of the screw sits was already lose. A new set of burr hole device was used. The issue was resolved.